Manufacturer narrative:
Rebooted geo ipc; device restored under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that table and arch movement failure occurred due to a geo ipc communication error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.